Event description:
Hill-rom received a report from a hill-rom technician stating the bed is not sending a nurse call. The bed was located at the account in room 331. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to communication cable connector pins bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.